Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s device had eroded through the pocket. The entire system was explanted. A single pacemaker was implanted and kept externally. The patient was recovering after the procedure.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.